Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in needle did not retract. This occurred on 5 occasions. The following information was provided by the initial reporter: material no.: 382533 batch no.: unknown it was reported malfunctioning safety caps. It was clarified the needle did not retract after the white button was pressed. Per response email: the white button for the safety mechanism was engaged, but the needle was not retracted. Therefore, the needle would not retract. I do have 4 unopened devices from the affected lot if you would want them.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received four representative units from lot 0237005 that were used for the investigation of related complaints. A visual / microscopic evaluation was performed on all four units. There was no mechanical/physical damage observed to any of the components (spring, needle hub, grips). There also was no evidence of adhesive on the button or hub that would interfere with retraction. The units were then tested for needle retraction failure. All four units retracted as expected and without resistance. Therefore, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in needle did not retract. This occurred on 5 occasions. The following information was provided by the initial reporter: material no.: 382533 batch no.: unknown it was reported malfunctioning safety caps. It was clarified the needle did not retract after the white button was pressed. Per response email: the white button for the safety mechanism was engaged, but the needle was not retracted. Therefore, the needle would not retract. I do have 4 unopened devices from the affected lot if you would want them.